Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use on any patient when the cable was cleaned the gray sheath protecting the wire came away. It was requested that it be considered for warranty replacement. The cable was returned to service. There was no patient involvement.

Manufacturer narrative:
Analysis was able to confirm the customer comment of the gray sheath protecting the wire came away, the cable insulator was pulled from the alligator clip on the positive, ventricle clip. During bench testing the cable continuity tested ok and no intermittent connection was found when the cable was bent or manipulated, the connections were not shorting out between themselves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.